Event description:
Event description guidant/crm received information that a few days after initial implant of this endotak endurance rx lead it dislodged. The lead was removed and replaced with an active fix lead.